Event description:
The 20g IV heplock ballooned up and ruptured. We had to pull that IV and start a new line. Pictures taken and sent directly to the representative for bd. No pictures available for this report.